Event description:
It was reported that the intra-aortic balloon (iab) was prepped, the "one-way valve was used and a vacuum was pulled using a big syringe. The iab was flushed". The catheter was inserted into "the aorta, the guidewire was removed." When the md was "ready to move on, he found the connecting place between the steel sheath and iab was overflowing blood. The md stated that the one-way valve was not working". A request was made for more info. It was noted that the pump used was the iap-0400 (B) (4). Additional info received on 11/7/08 stated that the steel sheath refers to the super arrow-flex sheath. It also stated that the md "removed the iab immediately when blood was found overflowing". The pump was not working "yet", so the pump did not alarm.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.